Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced bleeding at the sensor insertion site. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated that they inserted the sensor was it began to bleed more than usual. The patient removed the sensor and applied pressure to the bleeding are and after a few hours, the bleeding persisted, and the patient decided to call the emergency medical technician¿s (emts). The paramedics applied pressure to the area and transported the patient to the emergency room (ER) and the patient was seen by a doctor who gave the patient one stitch to stop the bleeding. At the time of contact, the patient was recovered. No additional patient or event information is available.